Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were impedance fluctuations observed, and concern about the integrity of the lead. The rv lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6)2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of sensing integrity counter (sic) and elevated capture threshold to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) was triggered again for elevated sic and varying impedance. T-wave oversensing (twos) was also observed. The lead was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.